Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic dissection of unknown length. It was reported that during the implant procedure, the vnmc3434c182te was implanted first. It was intended to cover the lsa with the stent graft and land it at the lcc. However, after the physician deployed the first few stents of the device, it jumped distally by approximately 10 mm. The physician then deployed the remainder of the stent graft, which resulted in the superior aspect of the most proximal stent protruding into the origin of the lsa. An additional valiant navion stent graft was deployed distally without incident. A third valiant navion device, vnmf3434c229te, was implanted as a proximal extension to the first (vnmc3434c182te), due to the inaccurate delivery. However it was reported that the physicians were not happy with the accuracy of this device either. As per the physicians, the cause of the events could not be determined. The physicians stated that all correct steps were taken in the deployment of the devices including lowering bp, and having the wire on the outer curve. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received: it was confirmed no further intervention was performed post the implant of the third navion device and no patient harm resulted from any of the stent grafts implanted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary the reported inaccurate placement of the two (2) proximal devices was confirmed; however, the exact cause could not be determined from the three (3) still angiograms provided. Pre-implant CT¿s were not available for review and a comprehensive assessment of the patient¿s anatomy could not be performed. Additional images during implant were not provided including any cine images during stent graft deployment and removal of the delivery systems, and a review of any images during the reported events could not be evaluated. It is possible that the proximal end of the device became caught on the capture fitting during tip release, leading to the unintended distal displacement. The films revealed that just prior to tip capture release the guidewire and delivery system appeared to be biased against the greater curve. Although inconclusive from the limited returned films, it is possible that there was forward pressure on the delivery system that was not sufficiently relieved prior to tip release. The potential interaction of the capture fitting with the internal stent may have been mitigated by relieving the forward pressure until the wire came off the greater curve. Other unknown anatomical, procedural, or a possible device issues cannot be ruled out as a potential cause. However, the delivery system was discarded and a product investigation could not be performed. If information is provided in the future, a supplemental report will be issued.